Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 08-dec-2015: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-dec-2015 for the following meddra preferred terms: 1.pregnancy with contraceptive device - the analysis in the global safety database revealed (B)(4) cases; 2.pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a double salpingectomy and complete hysterectomy and recovered from the event. Additionally, she stated she lost a baby (regarded as spontaneous abortion). Only pain is listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, it is unclear exactly when consumer became pregnant; however it seems this event occurred whilst essure was in situ. No information was given about hsg; however an essure contraceptive failure resulting in pregnancy cannot be totally excluded. Regarding the spontaneous abortion; considering it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. For the remaining event, limited information was provided. Nevertheless, since abdominal, pelvic and uncharacterized pain may occur during essure therapy; causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy and bilateral salpingectomy performed). Based on the available information, there is no relationship between the reported events and quality defect. No active follow-up will be pursued (case identified during (B)(6) website monitoring).

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1418, awareness date 25-oct-2015). It refers to a female consumer of unspecified age in great britain who had essure (fallopian tube occlusion insert) inserted. Consumer stated she had essure in for 3 years before she had a double salpingectomy but had to have a complete hysterectomy as well. Since then all of her symptoms have gone: no more pain, bloating, severe bleeding, brain fog, fatigue, joint pain, being in well (interpreted as "unwell"), rashes. She lost her marriage through essure and she lost a baby. Before essure she was fit and healthy. Follow up information received on 05-nov-2015: (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a double salpingectomy and complete hysterectomy and recovered from the event. Additionally, she stated she lost a baby (regarded as spontaneous abortion). Only pain is listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, it is unclear exactly when consumer became pregnant; however it seems this event occurred whilst essure was in situ. No information was given about hsg; however an essure contraceptive failure resulting in pregnancy cannot be totally excluded. Regarding the spontaneous abortion; considering it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. For the remaining event, limited information was provided. Nevertheless, since abdominal, pelvic and uncharacterized pain may occur during essure therapy; causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy and bilateral salpingectomy performed). A product technical analysis is being sought. No active follow-up will be pursued (case identified during health authority website monitoring).